Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend instrument did not open. The jaws were not stuck on tissue. The procedure was completed and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The vessel sealer extend instrument issue did not occur after a system fault. The jaws were clamped closed after they had been working and could not be open when commanded by the user. They did not open the jaws. The customer also reported that batch number was different but did not have more information.